Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had defects of the universal cord/distal end/ connector/control section/related parts. The distal end insulation test failed. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope c-cover (distal end) was burned. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.